Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. A philips remote service engineer (rse) checked the system remotely and confirmed that reported problem. The pc had a temporary startup problem but resumed normal operation after a cold restart. It was suggested to continue using it without further action. After cold restart, the system was returned to the user in good working condition. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the information received the system start work after cold restart. There may be instances in which the system fails to power on as expected despite following the appropriate steps as outline in the IFU. There may be any number of reasons for failure of the system to power on prior to starting a procedure. The IFU recommends performing a cold restart (switching power off and then on again) every day to keep system quality at an acceptable level. Performing a cold restart is likely to restore system functionality, thus allowing the patient to be brought to the room for the procedure to proceed. A situation in which the system will not turn on as expected, but the issue is then resolved by utilizing the design mitigations provided by the device (warm restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system would not fully boot and had a message of "please select boot device". The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.